Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement power convsn enclosure shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Ias fans were turning even if ias was turned off and umbilical disconnected. Power conversion enclosure defective. Enclosure power conversion module replaced. System functions checked. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system image acquisition system (ias) fans do not stop to work - even if ias is turned off and umbilical cable is disconnected. No further details were available. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned enclosure power conversion kit confirmed that the reported event was related to an electrical issue. The tester found q28 (start transistor) damaged. There was a faulty power conversion enclosure identified. The reported event was confirmed.